Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the second proglide suture was replaced and the distal guide wire (0.035 inches) was attempted to be reinserted into the guide wire exit port yet it would not advance more than 2-3cm into the port. After multiple attempts, the proximal end of the guide wire could be successfully inserted. Another attempt was made with the distal end and could not be advanced. Another guide wire (0.035 inches) was attempted with the same result. Eventually, the proximal end of the second guide wire was used to remove the proglide and continue the procedure. The sheath was not upsized; the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the proglide on the guide wire was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.